Event description:
It was reported that during minimally invasive surgery (mis) transforaminal lumbar interbody fusion (tlif) at l5-s1 level using viper 2 xtab devices and transforaminal posterior atraumatic lumbar (t-pal), one side of the construct was completed. While final tightening the right side , the l5 polyaxial screw head moved when the surgeon tried to break off the tabs from the x-tab polyaxial screw. Upon inspection, the threads of the mis set screw were found to have broken off and the set screw became loose in the head of the polyaxial screw, not allowing a secure locking of the rod. The set screw with the torn threads was removed intra-operatively and replaced. The new set screw was final tightened and the tabs on the polyaxial screw were broken off, ending the case.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mis single inner setscrew [product code: 1867-15-000, lot no: apgbkb] noted that the threads of the set screw had become sheared off. The damage on the setscrew is consistent with inadvertent cross-threading during attempted insertion. However, there was insufficient information provided to draw any definitive conclusions. A review of the device history record (DHR) for mis single inner setscrew [product code: 1867-15-000, lot no: apgbkb] was conducted identifying the lot was released on may 15 2013 with discrepancies observed during the manufacturing process. No issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. A 12 month review of the complaint trend analysis for the mis single inner setscrew [product code: 1867-15-000] was conducted. No systemic trend was identified as a result of the analysis. The root cause of the mis single inner setscrew thread becoming stripped cannot positively be determined. As there has been no issues identified in the manufacturing or release of this device, and there have been no systematic trend the complaint file will be closed with no further action required.